Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer with troubleshooting. After reviewing the calibration data provided by the customer, cts advised the customer to replace the photometer lamp. The customer confirmed replacing the photometer lamp resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous patient results on multiple analytes. There was no change to patient treatment associated with this event.